Manufacturer narrative:
The device is not expected to be returned for evaluation. The complaint could not be confirmed. The root cause is unknown. A review of the complaint database and device history record could not be performed since the lot number was not provided.

Event description:
The user reported that the purchased drip chamber in their kit is allowing air into the burette and the tubing leading to the manifold during the procedure. Air was managed by a clinician throughout the procedure. No air was injected into the patient.